Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No add'l info is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that, "it was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt's "implant slides and creates extreme pain in the groin area. Does not walk properly and cannot stand without pain." It was further alleged that, the pt's "quality of life is diminished, as he can no longer golf, play with his children, or do other activities he enjoyed."